Event description:
Caller reported a cartridge alarm that occurred during the loading process, with the blood glucose level displaying "high" without a specific value. There was no adverse impact on the customer's blood glucose level. To address the high blood glucose, the customer performed a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. The customer had previously experienced similar cartridge alarms with the same pump serial number. Tandem technical support decided to replace the pump, although it was out of warranty, and the customer expressed interest in obtaining an out-of-warranty loaner pump.